Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation, and was unable to duplicate the reported problem. The service representative downloaded the tarbal files and the event log. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed an x-ray switch stuck error message, and would reboot on its own. No patient injury was reported.